Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was returned with the top shroud broken and 1 clip unformed inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the instrument was cycled and it fed and formed 7 conforming clips and it ejected 3 unformed clips; finally, the device locked out as intended. However, it is known from the history of the device that the condition of the shrouds may lead to ejected clip. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device was jammed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.